Event description:
It was reported that "the doctor found the connector broken before using on patient. Then changed to a new one. No impact on patient".

Manufacturer narrative:
(B)(4). Per DHR the et tube, sher-I-bronch, ls, 35 fr lot # 73g2100252 was manufactured on (B)(6) 2021 a total of 716 pieces. Lot was released on (B)(4) 2021. DHR investigation did not show issues related to complaint. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.